Event description:
The customer reports that the provue obtained a negative result on a patient sample that was detected as positive by tube method in forward testing. No erroneous results were reported. (B)(4).

Manufacturer narrative:
Customer confirmed with cts that the daily qc is acceptable. Customer confirmed visual inspection of the gel card. Customer emailed image and indicated that the image of the printout is much darker when compared to the actual gel card, where only a few cells are seen agglutinated above the negative cell button. Customer retested the same sample by tube method and the result was 2+ (3+ when repeated by another tech) using ortho anti-b reagent lot bbb791a exp 11/7/15.